Manufacturer narrative:
Correction: upon further review of the event, it was determined that device code (B)(4) also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date corrected from 01/24/2019 to 01/24/2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-nov-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that on (B)(6) 2018 patient met with a manufacturer representative. Patient stated the hcp did an x-ray to check the leads and only saw one lead. A rep looked at the x-ray and saw 2 leads and stated the lead may have migrated together. Patient stated that the ins is dead and he cannot charge it. Patient let the ins die because it was not helping with his pain. Later, the rep's stated that they were not aware of any such issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare providers (hcps). It was reported that the ins had depleted. It was explained that the ins was not giving the patient pain relief and wasn't holding a charge for more than a day or so, so they were just going to leave the ins alone and not use it anymore. Also MRI eligibility was requested and reviewed. They also mentioned that about year prior to the report, the patient had gone in to see their doctor about their leads. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they first noticed the implant not giving pain relief in (B)(6) 2018 and the implant not holding a charge after meeting to have the device restarted in 2017. The circumstances that led to the lead migration or it not holding a charge were not known. The patient stated the migration was confirmed with x-rays compared to when it was implanted. The patient had an appointment with their doctor to address the issues on (B)(6) 2020.